Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of 579 mg/dl and 188 mg/dl. No quality controls were run. No adverse event reported. Strips have been used/discarded; a replacement was sent.